Event description:
The procedure was a laparoscopic roux-en-y gastric bypass. The dissection of the stomach was begun at the angle of his. The phrenoesophageal ligament was being dissected with blunt and bipolar cautery dissection using the everest medical bilap bipolar probe, which stoppedd functioning during the case. This device was replaced with another everest medical bilap bipolar probe to complete the case.